Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to reload a cartridge , the customer accidentally selected "new" instead of "fill" during the fill tubing step and received a valid minimum fill message due to having 55 units of insulin remaining in the cartridge. The customer's blood glucose (bg) level was 252 mg/dl; however, the customer was unsure if it was related to the reported event. The customer delivered a correction bolus to address the bg level. The customer added insulin to the existing cartridge, completed the load process successfully, and resumed insulin delivery.